Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg was implanted too deep. The patient underwent an explant procedure and was reportedly doing well following the procedure.